Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pins get stuck in the cutting blocks.

Manufacturer narrative:
Examination of the submitted device confirmed the pin is stuck in the cutting block and has fractured. Review of the device history records and/or a lot specific complaint database search was not possible for the pin as the product lot code required was not provided. The root cause of the fractured pins is unknown. The hp threaded pin headed is distributed as a one time use only device and it is unknown if it was used multiple times. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.